Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose over 30mmol/l. The caller has been already released and was feeling well. The customer mentioned that the drive support cap was not slightly indented, but instead one side of the circle metal is pushed in while the other side is flush with the insulin pump case. No further information was provided.